Event description:
Customer reported the system displayed a collimation error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. System operates as intended.